Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Complication form submitted by site indicates: "clicking right patello-femoral joint".